Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The sample was tested and no issues were noticed regarding the customer's complaint of lid not shutting. The lid shut as intended and was tested after an hour to ensure lock held. If this issue persists with staff it is recommended to review the instructions for use for this device. Device production history does not provide any results and the exact issue customer faced is unknonwn.

Event description:
Sample.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the lid will open if there is something inside. It cannot be temporarily fastened. During use. No patient harm.